Event description:
The service report shows that while performing an unrelated service on the device, the service tech discovered that the high pressure alarm failed to activate within specification. The st inspected the device and adjusted the high pressure alarm controller. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.